Manufacturer narrative:
H4: the lot was manufactured between july 13, 2023 ¿ july 14, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused fluorouracil during infusion. The expected therapy time was 46 hours, however, the infusor completed infusing in approximately 12 hours. The set was filled with 500mg fluorouracil in 115ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.